Manufacturer narrative:
Continuation of medical devices: product ID neu_unknown_lead, product type lead. Information references the main component of the system. Other relevant device(s) are: product ID: neu_unknown_lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins). It was reported that the patient had a problem with their lead moving which led to a lead revision. It was unknown when this occurred. There were no symptoms reported, and no further patient complications are anticipated or expected as a result of this event.

Manufacturer narrative:
Product ID: 3889-33, lot# va14wxx, implanted: (B)(6) 2016, explanted: (B)(6) 2017, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a health care professional. It was reported that the lead movement was first noticed on (B)(6) 2017 and the revision was performed on (B)(6) 2017. It was noted that the device was located in the right s3. No further patient complications are anticipated or expected as a result of this event.